Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent an unknown surgery with the tfna augmentation for the fracture of the trochanteric femur. The surgeon used the cement based on the feel of the blade insertion. The ap image showed that the cement leaking from the articular surface. During insertion of the guide wire for the blade insertion, the surgeon reinserted the guide wire. The cement leakage seemed to be occurred from the guide wire hole created when the guide wire was reinserted. Both the surgeon and the observer had recognized that the guide wire had not penetrated beyond the articular surface in the ap and ml images at the time of insertion. Although there was a possibility of joint mouse symptoms, the surgeon decided not to remove the cement. The surgery was completed successfully without any surgical delay. The surgeon commented that the surgeon would be careful to about the direction of cement injection after reinsertion of the guide wire. No further information is available. This report is for one traumacem v+ cement kit 10 ml. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: a manufacturing record evaluation cannot be performed due to lot number being unknown. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image(s). Visual analysis of the photo revealed that the traumacem v+ cement kit 10 ml on the x-ray had expanded beyond the screw and beyond the intended working area. This is likely due to a guidewire moving back and forth and penetrating the articular surface and not due to the cement itself. The provided evidence cannot confirm the complaint. No other issue was observed in the x-ray. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the traumacem v+ cement kit 10 ml. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.